Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was blood leakage at the catheter junction after the needle was retracted. The leakage was not noticed in the priming since the needle cover was not removed in the priming phase. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found blood leakage at catheter junction after the needle was retracted. The leakage was not noticed in the priming since the needle cover was not removed in the priming phase.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 6168187. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to test and evaluate the affected device, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was blood leakage at the catheter junction after the needle was retracted. The leakage was not noticed in the priming since the needle cover was not removed in the priming phase. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found blood leakage at catheter junction after the needle was retracted. The leakage was not noticed in the priming since the needle cover was not removed in the priming phase.